Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-11312. It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During procedure, it was noted via intracardiac echocardiography (ice) imaging that the patient had developed a pericardial effusion due to cardiac perforation.